Event description:
Boston scientific received information that upon routine device interrogation, remaining battery longevity measured four years. Approximately three and a half months later, the remaining longevity measured two and a half years. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.